Event description:
On (B)(6) 2014 a plastic surgeon administered a face filler called sculptra on the side of my eye near the temple and it traveled into my optic nerve and into my eye destroying my retina which has resulted in blindness in my right eye which is permanent.